Event description:
It was reported that the lift motor was drifting. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Faulty nut in lift motor. Customer made repairs.